Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress incontinence and cystocele. It was reported that the patient had a concurrent procedure of an additional mesh implantation performed during mesh implantation. It was reported that patient underwent mesh revision on (B)(6) 2009 and on (B)(6) 2001 due to substantial erosion, constant bleeding and pain especially during intercourse and pressure. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-33639. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent vaginal mesh excision and placement of vaginal graft (cook sis graft) on (B)(6) 2011. (As per operative report) no additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.